Manufacturer narrative:
Concomitant medical products: etlw1616c93e stent implanted (B)(6) 2016, etlw1616c93e stent implanted (B)(6) 2016, etlw1616c82e implanted (B)(6) 2016, etbf3216c166e implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible intermittent undersensing on stored electrograms (egm) with possible false device classified termination of ongoing arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.